Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm tested the iabp and observed the touch screen failure on the lower left side of the screen. He attempted a touch screen calibration, but it did not correct the issue. The stm observed physical damage to the lcd display screen in the top left corner. A new lcd was ordered and installed upon receipt as well as a new video generator and a new touchscreen assembly. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement; however, there was no adverse event reported.